Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while measuring a threshold with the analyzer, the setting and output was one volt, however the displayed output was five volts. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the analyzer experienced a discrepancy between the displayed output setting and the actual output; no anomalies were found. The device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.